Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg for the last couple of months. However, the physician decided that the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.